Event description:
It was reported that the right ventricular (rv) lead exhibited noise and had a high number of short interval counts (sic). An alert had been triggered due to impedance trends spiking daily. A fracture is suspected. The patient was admitted and a chest x-ray was performed. The lead detections were turned off, and the lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo, and the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. (B)(4).